Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system septum was found damaged before use when opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "after opening the package, the septum of the q-syte connector was found to be incompleted."

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system septum was found damaged before use when opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "after opening the package, the septum of the q-syte connector was found to be incomplete."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.